Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer ((B)(4)) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Event description:
In using an affected test strip related to an on-going field action for abbotts precision family test strips, the customer's mother reported the customer experienced readings issues. She reported the customer received a reading of 28 mg/dl and that reading was lower than the customer felt. The customer reportedly experienced symptoms of hyperglycemia which started on (B)(6) 2010 and then went to a health care facility on (B)(6) 2010 where her blood glucose was tested and a reading of 1000 mg/dl was obtained. The customer's mother reported the customer was diagnosed with diabetic ketoacidosis and treated with intravenous fluids and insulin. The customer was hospitalized for three days. In addition, according to the customer's mother report, the customer received juice. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Retain samples of precision test strip lots manufactured with hot-melt glue batches exhibited lower than expected readings on continuous storage after nine months at 30 degrees celsius during routine stability performance testing. This stability issue could lead to the generation of incorrectly depressed blood glucose results and these erroneous results may be in the c, d or e zones of parkes error grid, and as such, have the potential to be clinically significant. The primary cause has been identified to be batch to batch glue variability. The FDA has been informed of the field action per (B)(4). All affected consignees were notified by letter beginning (B)(4) 2010. Evaluation: results: the product was requested back for an investigation. A follow-up report will be submitted once additional information is obtained.